Manufacturer narrative:
Additional information was received that it is unknown if the facility was aware of the expiration date of the ring prior to implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional information that the ring was used in an urgent case, as it was the only ring in that size available at the facility. The information received indicated the facility was aware of the expiration date prior to implant. No adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this annuloplasty ring was implanted after the expiration date. No adverse patient effects were reported.